Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into swimming pool. Customer reported that as a result, insulin pump began to vibrate then received a blank display screen. Customer's blood glucose was unknown. Insulin pump would not be replaced as customer has another insulin pump.